Manufacturer narrative:
(B)(6). Pump not received stuck in manufacturing mode unit passed displacement test. Sleep current measurement and active current measurement within specifications. No unexpected pump error 68, pump error 49 and pump error 23 after battery insertion. Unit passe self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, low battery alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had the pump error alarm. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.